Manufacturer narrative:
This report is submitted on june 13, 2023.

Event description:
Per the clinic, the patient experienced a soft tissue overgrowth. Subsequently, the patient was placed under general anesthesia and underwent revision surgery to remove the excess skin on (B)(6) 2023.